Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited muscle stimulation. Boston scientific technical services (ts) provided specs for laser lead extraction. Additional information indicated that the patient was checked and muscle stimulation was confirmed on previous consultation. The field representative was not present in the case and could no longer provide further information. This rv lead was explanted. No additional adverse patient effects were reported.